Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 40 mg/dl, 60 mg/dl and 128 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into a "c" zone showing the difference in values to be clinically significant. Additionally, the customer reported experiencing symptoms of hypoglycemia, however, no self-treatment to alleviate the symptoms was reported. There was no repot of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.